Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog, difficult/unable to operate & leakage. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog, difficult/unable to operate & leakage. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle were unable to deliver insulin/medication and difficult to operate or not working/functioning. Product defects were noted during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. I have been using your autoshield duo needles for a few months now, and I am noticing that most of my injections actually dont seem to get into me, but stuck in the end of the needle. After the injection, the needle tip looks full of liquid, and if I stick a piece of paper in there it wicks up the liquid and the a large volume of liquid comes out onto the paper, looking like the insulin from my pen is not actually getting into me but mostly getting stuck in the needle tip (not like a few drops, but most of the liquid).